Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. There was no evidence of the reported fault upon review of the device history log. Three separate delivery accuracy tests were performed; one of the tests was outside the pump's delivery accuracy manufacturing specifications. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical pump was under infusing. There was no patient present at the time of the event. There were no reported adverse events.